Event description:
Philips received a complaint on an intellivue mx700 patient monitor indicating that the ECG waveform shows abnormality. The device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: street address - (B)(6). E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed, by running the ECG test, it showed the result; that the ECG waveform was abnormality. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the electrode placement. The issue was resolved by repositioning the electrode to solve the problem. Device returned to full functionality.